Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The basic evaluation began (B)(6) 2021. It was reported that the patient had pulled out their leads and had taken off their waist belt, this happened at 1:30 am.